Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has been returned, however, has not been analyzed at this time. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product, however, the analysis has not been completed at this time. Vomiting is a surgical and physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Health professional reported an alleged leak on the posterior aspect of the port tubing. Additionally, the pt previously experienced vomiting cause by too much restriction. When the band was aspirated and loosened, the event was resolved. Band aspiration was also used to diagnose the leak. The port was explanted and replaced.